Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a bi-v ICD procedure in the ep lab, the signal was lost. The customer reports that they had to change the pads 2 or 3 more times to get a tracing. The customer further reports there was no pt injury.

Manufacturer narrative:
Submit date: 04/10/2013. An investigation is currently underway. Upon completion, the results will be forwarded.